Event description:
It was reported that, during set up or inspection, when the medium npwt foam filler kit was opened, the pouch was not crimped and was not kept sterilized. This product could not be used for treatment. The treatment was started with a back-up dressing. There was no patient harm. No delay information.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A documentation review was performed. No batch/lot number was provided, therefore the manufacturing records cannot be reviewed. Historical review has revealed no other cases of this nature, from this product or alternate batches. There are no open nor closed escalation actions within scope. Risk management review, confirmed the failure is anticipated within the files, which is considered acceptable. Without an opportunity to evaluate this device or identify the batch/lot number, the probable cause remains unknown. Human factors are considered to be contributory, as well as machine sealing failure. No manufacturing, packaging, labelling, or design concerns have been observed, therefore no corrective actions are deemed necessary.